Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, d1, d4, h4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: brown particles observed in the gel. Brown particles observed on the shell. No further actions are required as the device was implanted.

Event description:
Device is not PMA approved.